Manufacturer narrative:
Result: broken weld, trip limit bracket. Dislodged motor.

Event description:
It was reported by service report that the bed was stuck in trendelenburg due to a dislodged motor and a broken weld on the trip limit bracket. No pt involvement or adverse consequences are reported.